Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation during a case. The unit was turned off and on and ventilation resumed and case completed. There was no report of patient injury.